Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for external flash crc error. Customer¿s blood glucose was unknown. Customer ran a self-test and all his settings were gone, has put data back in there, is wondering. As per error table insulin pump should be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty on motor board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime and compromised force sensor test, excessive no delivery test and displacement test due to blank display. Unable to verify general alarm and unexpected restart alarm due to blank display.